Event description:
A customer from colombia notified biomérieux of misidentification results when testing with the vitek® 2 gp ID test kit (reference 21342). The customer was testing an aerococcus viridans cap quality control strain, and vitek 2 provided an identification of staphylococcus lentus. The customer tested this quality control strain twice with lot 2420563203, and received the same result both times. As there was no patient directly associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) notified biomérieux of misidentification results when testing with the vitek® 2 gp ID test kit (reference 21342). The customer was testing an aerococcus viridans cap quality control strain, and vitek 2 provided an identification of staphylococcus lentus. The customer tested this quality control strain twice with lot 2420563203, and received the same result both times. An internal biomérieux investigation was performed. The customer did not submit their strain for investigation as repeat testing provided the correct result. Additional information received identified the customer strain as cap d-16, 2017. Since this strain was available internally, it was used for the investigation testing. The biomérieux internal cap d-16, 2017 strain was rehydrated, subcultured to tsab agar and incubated at 35-37° c, in co2 atmosphere. A second subculture was performed, and vitek 2 gp testing included individual organism suspensions with cards from the two (2) customer lots (2420563203, 2420416403) and a random lot (2420435103), in duplicate. Vitek® ms was also performed. A total of six (6) vitek 2 gp cards were tested, all resulting in excellent, very good and acceptable identifications of aerococcus viridans. Vitek ms also resulted in an identification of aerococcus viridans with a 99.9% confidence value. A review of the customer's s. Lentus reactions showed two (2) atypical positive reactions (amy, dxyl) for an identification of a. Viridans according to the vitek 2 gp knowledge base. A review of the customer's leuconostoc mesenteroides reactions showed one (1) atypical positive reaction (dxyl) and two (2) atypical negative reactions (dmal, dmne) for an identification of a. Viridans according to the vitek 2 gp knowledge base. The customer's reported discrepancies were not reproduced. The vitek 2 gp ID cards performed as expected for this strain.